Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd nexiva luer connector cracked the following information was provided by the initial reporter, translated from chinese to english: the head nurse of the emergency department reported that the luer connector cracked after using this product.

Manufacturer narrative:
Investigation results: the complaint of a cracked luer connector could not be confirmed from the 10 representative 20g nexiva units that were received in sealed packaging from lot #2361288. A visual observation revealed no damage or defects. A functional test revealed no leaks, cracks, or fractures of the device. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the defect of ¿luer lock collar breakage¿ was not confirmed. Probable root cause conclusion(s): cannot be determined in the absence of a confirmed defect.

Event description:
Additional information received: what action was being taken when this occurred (for example disconnection process, reconnection process, other)? Please describe. About 48h after catheterization, the nurse finds that luer connector cracked and fluids leaked. No action was performed at certain moment. Where any instruments being used to loosen or tighten the device (such as forceps)? No support instrument has been used to loosen or tighten the device. The operators are experienced and have used our nexiva series products for more than 3 years. Only occasional cases occurred before.